Manufacturer narrative:
Device analysis: visual analysis of the returned device noted no defect was observed.

Event description:
Healthcare professional reported during injection, 1 syringe of juvéderm voluma® xc had "burst open and product came out. It was around the needle." Patient contact did occur; no injuries reported. The packaged needle was used.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported event(s) as follows: "precautions ¿ juvéderm voluma® xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use to attach needle to syringe step 1: remove tip cap hold syringe and pull tip cap off the syringe. Step 2: insert needle hold the syringe body and firmly insert the hub of the needle (provided in the juvéderm voluma® xc package) into the luer-lok® end of the syringe. Step 3: tighten the needle tighten the needle by turning it firmly in a clockwise direction until it is seated in the proper position. Step 4: remove the needle cap hold the syringe body in one hand and the needle cap in the other. Without twisting, pull in opposite directions to remove the needle cap. Health care professional instructions 6. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle."

Event description:
Healthcare professional reported during injection, 1 syringe of juvéderm voluma® xc had "burst open and product came out. It was around the needle." Patient contact did occur; no injuries reported. The packaged needle was used.